Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month complaint was reported. Model: batch # unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed (colectomy)? Robot assisted colostomy. What was the difficulty in correcting the leak with suture vs. Creating the temporary loop ileostomy? Site still leaking after suture. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Doctor; regular user. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes failed leak test. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? During surgery. How was the leak identified? Leak test failed. What was observed at the site of the leak upon reoperation? Tried to repair with suture but could not. How was the leak addressed? Temp loop ileostomy. What is the status of the patient? Discharged. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
User facility medwatch.